Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd¿ IV set detached from the mating component during use. The following information was provided by the initial reporter: "the issue is the IV are coming detached from the connection. We have had many safedlcares where IV placed and secured then detachment occurs."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ IV set detached from the mating component during use. The following information was provided by the initial reporter: "the issue is the IV are coming detached from the connection. We have had many safedlcares where IV placed and secured then detachment occurs."